Manufacturer narrative:
This lead will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that a device check was performed and out of range pace impedances measurements, high pacing thresholds and loss of capture was seen with this right ventricular (rv) lead. On the shock channel noise was seen. A lead fracture was suspected. The rv lead was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead will not be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that a device check was performed and out of range pace impedances measurements, high pacing thresholds and loss of capture was seen with this right ventricular (rv) lead. On the shock channel noise was seen. A lead fracture was suspected. The rv lead was explanted and will not be returned due to the lead being disposed. No additional adverse patient effects were reported.